Event description:
It was reported that the patient is experiencing pain and restricted movement.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown rejuvenate/abg ii stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): remains implanted.

Event description:
It was reported that the patient is experiencing pain and restricted movement. Update: it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to adverse local tissue reaction (altr) is considered to be under the scope of this recall. No further investigation is required